Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3: reference MFR. Report#: 3006705815-2020-00317. Reference MFR. Report#: 3006705815-2020-00318. It was reported the patient had been receiving ineffective therapy. Reprogramming attempts were unable to provide resolution. In turn, the patient decided to have their scs system explanted.